Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye was performed which revealed holes in the tubing approximately 9 inches from the twist clamp. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing was performed which identified a leak from the holes in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set had a cut on its tubing. It was noticed during use at the hospital for peritoneal dialysis. There was no leak observed. At the time of the event, the transfer set had been in use on the patient for one month. When found, they replaced the set with a new one. There was no patient injury or medical intervention associated with this event. No additional information was available.